Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose and atrial fibrillation on (B)(6) 2019 with blood glucose of 65 mg/dl at the time of the incident. The customer was at 168 mg/dl at the time of the call. The customer was given food, glucose tablets, and intravenous glucose to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated the pump drive support cap was flush and had a crack. Troubleshooting was not completed. The customer received a motor error when changing the pump battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. The stop (idle) current and run current measurement tests are within specification. Device also passed off no power alarm test and the delivery accuracy test. Device was unable to prime during prime test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. No motor error alarm noted during testing. The motor was tested outside of the device and passed. Drive support disk was inspected and no anomaly was noted. Device had minor scratched display window, broken battery tube threads, cracked case at the reservoir tube window corners, scratched reservoir tube window, a partially broken reservoir tube lip, missing reservoir tube o ring and a missing end cap sticker.